Manufacturer narrative:
This complaint included anticipated side effects. No malfunction was described. No new risk has been recognized.

Event description:
Imbalance, leg weakness and dizziness following essential tremor treatment.